Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 10/04/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was removed. The lens was cleaned, and lens damage as well as a detached haptic were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided, if implanted, give date: not applicable, as lens was implanted and removed in the initial surgery. If explanted, give date: not applicable, as lens was implanted and removed in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully implanted and removed from the patient's left eye during the same surgery due to capsule tear. Incision was enlarged and sutures were done. It was indicated that no lens was implanted. No further information is available.